Event description:
Complainant reported leakage from the feed port of an 18 fr magna-port gastrostomy tube.

Manufacturer narrative:
The lab evaluation indicated that the complaint of feed port leakage of the gastrostomy tube was confirmed.